Event description:
It was reported whether silicon oil is observed to be adhered to the catheter tubing, especially near the universal sheath seal on this particular complaint iab catheter. Customer was suspecting that the universal sheath seal tends to slide back and force on the catheter tubing due to the silicon oil coating. During intra-aortic balloon (iab) therapy, an issue was reported in a patient using trp3546 who was motionless. The balloon position was observed to drop (towards the periphery). On further inspection, it was noted that the statlock could secure the device in two places; however, the shaft in the statguard section appeared to be bent. As a result, the balloon position required repeated checks and corrections. No harm reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 lot number, UDI number, expiry date, h4. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and in the inner lumen. Non-maquet sheath was returned 25.4cm from the iab tip. Five kinks were observed on the catheter tubing approximately 76.2cm, 75.7cm, 74cm, 72cm and 37.3cm from iab tip. The extender tubing, three-way stopcock and statlock were also returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. The tantalum marker was checked and was found in place and within specifications. There were no silicon oil coating substance found on the iab. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks or holes were detected. The statlock met the dimensional and pulling requirements per specification and passed the incoming inspection. The retainer locks of this statlock were not looser than the standard. Both sides of the retainers were locking appropriately. The reported failure of ¿iab migration¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.